Event description:
At the one-week post-implant follow-up, the patient presented to the physician with a hematoma at the chest incision site. Physician drained the hematoma and prescribed antibiotics. Patient presented back to the physician with worsening hematoma. Physician brought the patient into the operating room, evacuated the hematoma, and closed. A pressure dressing was applied to the site following the procedure.